Event description:
It was reported that the patient received inappropriate shocks due to noise. Low impedance was observed. During explant procedure insulation damage with exposed conductor were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions were found at 6.5cm - 27.3cm from the lead tip. The ptfe coating of one sensing cable was abraded and a short circuit was identified.